Manufacturer narrative:
Visual inspections were performed on the returned device. The reported cuff miss could not be tested due to some device components not being returned. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d4 - serial #: updated from (B)(6) to n/a.

Event description:
It was reported that this was an arteriotomy closure of the left and right common femoral artery access sites with two proglide devices using the pre-close technique prior to an interventional abdominal aortic aneurysm (aaa) repair procedure using a 7f sheath. Reportedly, no suture was found upon plunger removal [cuff miss] with both devices, one at each access site. The sutures of two proglide devices were successfully pre-placed at each access site. The sheath was upsized to a 14f sheath on one access site and 18f sheath on the other access site, and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under a separate medwatch report number.